Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter displayed an unspecified error message on the display after test strip insertion. It was further reported that on (B)(6) 2018, when he felt ¿some shaking on his face and body¿ and ¿he was losing his balance¿. He also noted experiencing ¿pain on head and brain¿ and he felt that his blood sugar went high. Customer self-treated with motrin and then self-presented to an emergency room. At the hospital, the customer received a check-up and was treated with three unspecified medications, in addition to an unspecified intravenous infusion. Customer noted the physician diagnosed him with ¿high blood pressure over 185," but was unaware of any other diagnosis. The customer was also advised to follow-up with his primary care physician. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported error complaints and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the lite meter passed all tests prior to release. A DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc blood glucose meter displayed an unspecified error message on the display after test strip insertion. It was further reported that on (B)(6) 2018, when he felt ¿some shaking on his face and body¿ and ¿he was losing his balance¿. He also noted experiencing ¿pain on head and brain¿ and he felt that his blood sugar went high. Customer self-treated with motrin and then self-presented to an emergency room. At the hospital, the customer received a check-up and was treated with three unspecified medications, in addition to an unspecified intravenous infusion. Customer noted the physician diagnosed him with ¿high blood pressure over 185," but was unaware of any other diagnosis. The customer was also advised to follow-up with his primary care physician. There was no report of death or permanent injury associated with this event.